Manufacturer narrative:
(B)(4). Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
After submission of the initial MDR product was received on 9/26/2025. It was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.